Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgical intervention to remove and replace his ipg. The ipg was unable to communicate with the external devices. The patient successfully recharged his ipg over a year ago. The issue is resolved.